Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexible ureteroscopy / percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2021. The laser unit settings used was 20 watts. During the procedure, the physician noticed that the laser shaft had snapped in half. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event.